Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week after implant of this right atrial (ra) lead there were observations of loss of capture. A fluoroscopy procedure was performed and it was determined the lead microdislodged. It was also noted there was undersensing that resulted in pacing inhibition. The physician elected to revise the lead. During the surgical procedure the physician tried to reposition the lead however, once the helix was retracted they were not able to re-extend it. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.